Event description:
It was reported that this patient experienced syncopal episodes and presented to the emergency department. Upon device data review, multiple episodes of pacing inhibition, up to 13 seconds, were noted. Provocative maneuvers were performed which did not elicit noisy signals. High, but still in-range, pacing impedance measurements (1800 ohms) were also noted, which was an increase from the stable 400 to 600 ohms impedance trend for this system. Diagnostic imaging was performed which confirmed normal lead to device connections and no damage was seen. The physician elected to book the patient for a system replacement procedure. The entire system was explanted and replaced to resolve the event. No additional adverse patient effects were reported. The previously implanted leads were not boston scientific products. The device was retained at the healthcare facility and will not be returned for analysis.

Event description:
It was reported that this patient experienced syncopal episodes and presented to the emergency department. Upon device data review, multiple episodes of pacing inhibition, up to 13 seconds, were noted. Provocative maneuvers were performed which did not elicit noisy signals. High, but still in-range, pacing impedance measurements (1800 ohms) were also noted, which was an increase from the stable 400 to 600 ohms impedance trend for this system. Diagnostic imaging was performed which confirmed normal lead to device connections and no damage was seen. The physician elected to book the patient for a system replacement procedure, but this has not yet occurred. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported. The implanted leads are not boston scientific products.